Event description:
It was reported that the stimulation from a deep brain stimulation implantable pulse generator (ipg) was turned off. The patient texted the mdt rep indicating the stimulation was turned off, and there was a potential depletion of the implantable neurostimulator. The patient's physical therapist noted that going through scanners at publix might cause the stimulation to turn off, as similar issues have been observed with other patients. The patient is scheduled for an office visit next week to determine if the neurostimulator was depleted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the manufacturer¿s representative (rep), which was confirmed with the healthcare provider (hcp), reported the cause of stimulation turning off wasn¿t determined. Stimulation turned back on, and the issue was resolved.